Manufacturer narrative:
The device was not received by depuy synthes power tools. The reported condition of "cannot insert cutter" could not be confirmed. If additional information is received, a supplemental report will be submitted. (B)(4) .

Event description:
Report received from the USA stating that the cutter could not be secured on the device. The device was used during a surgical procedure. No user or patient injury or medical intervention occurred. There was no additional information provided.